Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient did not charge their ipg in several months. As a result, patient¿s ipg became inoperable and patient underwent a surgical intervention to explant and replace their ipg on (B)(6) 2018. Effective therapy has been resumed post-operatively.